Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl with ketones. Tandem clinical diabetes specialist (cds) assisted the customer with delivering a correction bolus. Bg did not lower. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Fluids and insulin were administered. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2018 with no permanent injury. Reportedly, cause of elevated bg was due to customer eating ¿a lot of food¿ and did not bolus for all of the carbohydrates that were consumed. Upon follow up, customer reported to have resumed pump therapy and has had no further issues with bg.